Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Seventeen representative unopened samples and one empty opened foil were received for analysis. Product code mcp4960h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples and the opened samples, the swage, and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The sample was tested by resistance test to the needle and met the requirements. The needles were noted to be the corresponding reverse-cutting needle for the mcp4960h product code. No damages or needle deformation were observed during the visual inspection. The needles were passed through a tissue simulator and no abnormalities were noted.

Event description:
It was reported that a patient underwent an unknown goiter procedure on an unknown date and suture was used. It was reported that the needle is not sharp enough and breaks off during sewing. Finished the procedure with same like device. The needle is broken at the tip and caught at the end, after two stitches the needle broke. Parts of the needle fell into the situs and were retrieved immediately. No parts remain in patient. There was an extension because another suture had to be brought into the room, but no significant delay. The operation took place in week 30. There was no patient harm. No additional information was requested at this time.